Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information. Upon further investigation it was found that the previously reported lot number was incorrect. The correct lot number is unknown. The following sections are being reported: d4: lot number. D4: expiration date. H2: if follow-up, what type. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Unique identifier (UDI) number is not provided / unknown. Additional 510(k) number is k101880. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that they didn't achieve stability with the implant in tooth site # 30 (universal).